Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the cap of the arm came off of the multimedia springarm. Additionally the device was directly involved with the reported incident however was not being used for treatment or diagnosis of the patient when the event occurred. The investigation is ongoing and the result will be included in a follow-up report.

Event description:
The customer reported that, after surgery, the cap of the arm came off when the biomed operated the multimedia springarm. No patient was involved and no injuries were reported. (B)(4).

Manufacturer narrative:
(B)(4). Maquet evaluated the device and assumes that the device failed to meet its specification due to an improper assembly of the cap during installation or repeated collision with another device. Powerled series operating manual recommends to "check for any loose covers and caps" on a yearly basis. Investigation is on going and the results will be included in a follow up report.

Event description:
Factory reference number: (B)(4).